Event description:
It was reported that multiple minimum fill notifications occurred with multiple cartridges. Customer¿s blood glucose was 170 mg/dl. Reportedly, the customer will use injection until receiving a replacement pump.